Manufacturer narrative:
This report is submitted on april 16, 2020.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020, in order to reposition the electrode array. The implanted device remains insitu.